Event description:
This l v lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2013 due to pacing not delivered, when required. The physician was dr. (B)(6) at (B)(6) system in jackson, ml. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).